Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure at the internal cerebral artery (ica) and the middle cerebral artery (mca) bifurcation using penumbra smart coils (smart coils). During the procedure, the physician successfully placed and deployed multiple smart coils and non-penumbra coils in the aneurysm using a non-penumbra microcatheter. The physician then attempted to place another smart coil in the aneurysm; however, upon retraction to reposition the smart coil, it unintentionally detached within the microcatheter. Therefore, the physician used a syringe to aspirate and remove the detached smart coil and decided that the existing coil mass was sufficient and ended the procedure at that point. There was no report of an adverse effect to the patient.